Manufacturer narrative:
Investigation summary: the analysis results found that one bcd10 device was returned for analysis. Upon evaluation, cotton tip was observed to be stretched but cotton tip was still attached to shaft of the device. Also, the cotton tip several dry body fluid the damage to the device possibly occurred due to an improper handling of the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cotton tip got loose during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.